Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
FDA medwatch mw5077230 was received on (B)(6) 2018 identifying a product issue. It was reported a patient was admitted for septic shock. The patient underwent catheter insertion for a right pleural effusion using a wayne pneumothorax tray. Resistance was felt when removing the guide wire, however, the wire was removed successfully. The wire was inspected after removal and the found to be uncoiled and separated in two. The two reported pieces were not severed completely. As reported, one chest x-ray was completed to assure a portion of the wire guide was not retained by the body. Nothing was identified in the x-ray. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
See h10.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product identifies multiple risk controls are in place to mitigate the risk of this failure mode. The device history records were reviewed and no non-conformances were noted. Additionally, a search of our complaint records indicates that this is the only complaint against this lot. There is no evidence to suggest the finished product was not made to specifications. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.